Event description:
The subject device was returned for analysis and it was discovered that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was seen to be peeling . No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the guidewire was seen to be kinked/bent at the distal tip and the guidewire ptfe (polytetrafluoroethylene) coating was seen to be peeling at approx. 5cm from the proximal end. During a functional test the returned torque device could be tightened using two hands without difficulties after 4-6 full turns, and the returned subject guidewire could be rotated without difficulties. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire distal end/tip kinked/bent' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. No visual anomalies were noted to the returned torquer. During functional inspection, the returned torque device was able to be tightened using two hands without any difficulties after 4-6 full turns and the returned guidewire was able to be rotated without any difficulties. An assignable cause of not confirmed will be assigned to the as reported 'guidewire torque problem' since the investigation included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc (boston scientific costa rica) carried out an in-depth investigation into torque issue . As part of the investigation activities, dimensional testing was conducted on returned torquer device units. All dimensions were found within drawing specifications and no out of specification (oos) units were found. Based on the analysis from the previously returned units, bsc concluded the following: the device can still be used without damaging the guidewire, even when friction is present. If experiencing friction when tightening the torquer device over the guidewire, continue to tighten past initial friction until the guidewire is securely fastened (when there is no slippage).